Event description:
It was reported to adac that the user made a copy of a commissioned beam in physics mode, tweaked some parameters, and saved it. When the user looked at it again in a different session, the user noticed an offset in the computed %dd profile. The offset went away when the user recomputed without changing parameters. No injuries were reported as a result of this issue.